Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Pt #3 of 3 - anesthesiologists have complained that their pts "didn't get numb" using our trays" - "pt legs felt warm and tingly, but never went numb". This occurred prior to delivery of twins. Epidural performed with different medication, and no harm done.